Event description:
Complex (pci) percutaneous coronary intervention, after surgical turndown, catheter tip fracture of turnpike spiral - approx. 2mm only and able to wire through tip and treat with rotational atherectomy, very small portion embolized into twig like av groove branch. Summary: the tip dislodged from catheter in coronary vessel. No harm to patient and procedure continued without further incident.